Event description:
It was reported that the patient underwent a sling procedure in 2006. One side of the sheath was removed wihtout incident. The other side was pulled off without shredding but broke off leaving approximately 3 inches of material inside the patient. Attempts to retrieve the sheath were unsuccessful and it was left in place. The physician does not feel further intervention will be needed.